Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to an alarm).

Event description:
The patient contacted animas on (B)(6) 2013 reporting that this morning he woke up with a blood glucose (bg) above 600mg/dl with increased vomiting and urination. The patient stated he did not check for ketones. He treated himself with 16 units of insulin and his bg came down to 541mg/dl. His bg then went down to 400mg/dl and felt better with no vomiting. The patient stated that he ran out of insulin this morning. A review of the alarm history showered that the pump emitted an empty cartridge alarm at 11:30pm last night and the patient stated he must have slept through it. Customer support (cs) advised the patient that the bg elevation is due to not getting any insulin since last night. The issue was resolved after troubleshooting. The patient followed up with animas customer technical support on (B)(6) 2013 and provided additional information. The patient stated that he is sick and thinks it's the pump and is nervous about his bg going back up. His bg was 441mg/dl. The patient stated that he is sipping on ginger ale and diet coke. He stated that he did not correct just until prior calling cs. He stated is able to keep fluids down but still nauseated. Cs advised patient to follow-up with healthcare professional on recommendations to get bg down. The patient stated he is not implicating the pump at all and stated he can see it delivering accurately. He also reported that he changed his site this morning. The patient followed up with animas customer technical support again on (B)(6) 2013 and provided additional information. He stated that his bgs were back in the 500mg/dl range and he still vomiting and unable to keep fluids down. He reported he is on his way to the emergency room. Customer support followed up with the patient on (B)(6) 2013 and he stated that he was admitted to the hospital but was not diagnosed with diabetic ketoacidosis but was positive for ketones. The patient stated that they think he has a virus on top of not getting his insulin from the empty cartridge. He was treated with intravenous fluids. The patient stated he is being covered for his boluses by syringe and sliding scale at the hospital, but remains on the pump for his basal rate. The patient stated he is now able to tolerate liquids without vomiting. The patient stated his most recent bg this am was 208mg/dl. Pt states he feels much better. The patient followed up with animas customer technical support again on (B)(6) 2013 and reported that he was discharged from the hospital. He reported his pump is working well and his bg is now stable. He reported that he did a test on his pump and the pump did alarm for an empty cartridge alarm. This report is being made due to the patient's alleged hyperglycemic event that resulted from an inadequate response to a pump alarm.

Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with functional vibratory and auditory features. A review of the black box shows all warnings, reminders, and alarms sound settings were set to "high." A replace cartridge alarm was reproduced during testing and the pump emitted the appropriate audio-visual alerts. A normal 10unit bolus and a 10unit audio bolus were successfully performed and accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.